Event description:
During manufacturer analysis of a vns generator replaced prophylactically, it was noted the c4 capacitor was out of specification. Diagnostic testing indicated the device was operating properly. Visual inspection results revealed no external device abnormalities. A cause for the out of specification c4 capacitor (v cpu) value was not determined. This component is used as a filter capacitor for the microprocessor voltage and is not expected to have an adverse effect on battery longevity. The final electrical test performed demonstrates that the lower value of capacitor had no adverse effect on functionality of the pulse generator. With the exception of the noted c4 capacitor value issue, the generator module successfully completed the "postburn" electrical test.